Event description:
Information received indicates the trendelenburg and reverse trendelenburg functions are not working.

Manufacturer narrative:
The facility replaced the left siderail caregiver overlay to repair the bed.